Event description:
Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6). (B)(4). The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.